Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. (B)(4). Visual and functional testing were performed on the returned device. The reported difficulties were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the 3.0 x 18 mm implant delivery catheter was advanced to the lesion without resistance, but the balloon did not inflate at all due to a leak noted in the delivery catheter. The device was removed with the implant still crimped on the balloon. A new same size implant was used to complete the case. The final patient outcome was good. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.